Event description:
It was reported following a percutaneous procedure 6f angio-seal vip was selected for use and the pre-insertion angiogram reportedly showed a suitable artery, and the deployment was completed without complication. The pt was later diagnosed with an arterial dissection at the access site. The physician alleges the dissection resulted from the angio-seal insertion. The pt underwent surgical repair of the dissection, and was subsequently fine. Specific details on dates, lot number, and other info was not available. Discussion of deployment techniques has occurred with the physician who has required add'l training.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal IFU also instruct the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.